Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for a procedure during which the physician attempted to implant a new lead. After repeated attempts at repositioning, the lead exhibited a high capture threshold with intermittent capture. The lead, therefore, was withdrawn and a different new lead implanted and which new lead worked well. The patient was in stable condition.